Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced.

Event description:
New information indicated that the lead was dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.